Event description:
Procedure type: cardiac surgery. According to the reporter: after surgery, the surgeon noticed the incision was not closed completely. New device was used to correct it. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. Surgeon found wound dehiscence a week after surgery. Steroid was given to patient before start of surgery.

Manufacturer narrative:
(B)(4).